Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Upon device routine follow-up on (B)(6) 2012, device interrogation could not be completed and an error message was displayed to the user stating a patch could not be downloaded completely into the pacemaker. The second interrogation attempt was finally successful. Preliminary analysis revealed the device was in standby mode, and interrogation/re-initialization was not completed first, because the programmer could not write into the device memory. Nevertheless, upon second interrogation, the device could be re-initialized. On (B)(6) 2012, the device was forced to switch to standby mode and was re-initialized again, in order to ensure complete normal behavior was restored. However, on (B)(6) 2012, the device was found again in standby mode. Consequently, the device was removed on (B)(6) 2012.